Manufacturer narrative:
Correction information. B4: date of this report. G6: follow up #1. H2: if follow-up, what type? H3: device evaluated by manufacture. Evaluation summary: the reported event involved smoke and heating of the distal end. A device history record (DHR) review was conducted for the affected serial number, and no deviation or non-conformance was identified. Based on the investigation, it was suggested that organic matter or water from inside the human body temporarily adhered to the light cover glass and was heated by the thermal energy of the light source, resulting in vapor emission. This phenomenon is considered the cause of the reported event. However, a definitive root cause could not be identified. No structural defect, design flaw, or manufacturing issue was found in the product. According to the IFU, the endoscope was withdrawn, the distal end was cleaned, and the procedure was completed. It was determined that this response ensured patient safety. The investigation also confirmed that there was no impact on patient safety. Based on the above investigation results, pentax medical re-evaluated the necessity of MDR submission and determined that MDR was not necessary. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Pentax medical america complaint handling unit performed a good faith effort(gfe) to gather additional information regarding this event and responded to the following questions via email on 06-feb-2025. Q1: was the procedure for treatment or diagnostic purposes? A1: diagnostic q2: was the product in question used to complete the procedure? A2: yes q3: was the patient recalled for further screening? A3: no q3b: if no, will the patient be recalled for further screening? A3b: no q4: what is the current status of the patient? A4: the patient was released from the hospital. Q5: was the product removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement? A5: no q5a: device current location and status? A5a: the equipment is still at the hospital in use. Q6: was there a significant amount of blood inside the patient's body? A6: yes q6a: if there was a lot of blood, was it pre-existing bleeding, or did it occur due to the endoscope's impact? A6a: there was no pre-existing bleeding. The bleeding during the procedure was due to the patient's underlying condition and was not caused by the endoscope. Q7: was smoke observed from the endoscope tip while the endoscope was inside the patient's body, or was it only visible after the endoscope was removed? A7: smoke was visible inside the patient, and upon removal, the tip of the endoscope was somewhat warm. Q8: was the oe mode used? A8: yes investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 03-feb-2025, pentax medical became aware of an event involving a model ec38-i20cl, serial number (B)(6) video colonoscope in ecuador. The customer reported the presence of smoke and overheating of the distal end during the endoscopy procedure on (B)(6) 2025. On site, actions were taken to remove the tip from the patient's body and clean it. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.